Manufacturer narrative:
A manufacturing review was completed and zero nonconformances were found. The returned product evaluation found that the sheath hub separated and not the dilator hub as reported. An internal corrective action was implemented to address this issue.

Event description:
During access of the right ij the inner dilator hub detached from the shaft and remained in the body after removal of device. The doctor was unable to remove the remaining shaft through the neck due to tissue interference and required secondary femoral access to place a snare and retrieve. Outcome of patient tolerated retrieval through groin access fine and was later sent home.